Manufacturer narrative:
E1 - initial reporter facility name: national hospital organization kagoshima medical center.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified external iliac artery. A 7.0mmx40mmx135cm (4f) sterling balloon was advanced for dilation. However, during the second inflation at 10 atmospheres for few seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.